Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 300mm dissection. It was noted that the proximal arch thoracic aorta diameter was 27mm at implant and the angle of the arch was 105 degrees. It was reported that during the index procedure the device was inserted into the body and deployment was attempted, but the device could not be deployed even after the handle was rotated, so it could not be placed. Another stent graft was used to complete the procedure. Per the physician the cause of the event was undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that there was no damage noted to the device before use. The handle could be rotated halfway but the device did not deploy and the handle could no longer be rotated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.